Event description:
Report received from the USA stating that the attachment "will not secure to motor." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "will not secure to motor" was not confirmed. The attachment met MFR's specifications. No problems were found. If additional info is received, a supplemental report will be sent. (B)(4).